Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2018-00704 thru 3012447612-2018-00707.

Event description:
It was reported that the threads of four closure tops were fractured during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure. There were no reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of four closure tops were fractured during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure. There were no reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
Dui number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of four closure tops were fractured during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure. There were no reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of four closure tops were fractured during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure. There were no reported patient impacts. This is report one of four for this event.